Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device system had a pocket infection. The device was explanted and replaced in a different site. The lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.